Event description:
The physician was performing an ercp and stone extraction with a double lumen stone extraction basket. The large stone was caught with the basket and could not be crushed. Repeated attempts to loosen the basket from the stone were unsuccessful. A lithotriptor was attached to the basket and during use, the drive wire and sheath severed 12 inches from the pt's mouth. The pt was sent to surgery to remove the basket and stones. The pt is reported to be in satisfactory condition and no further complications occurred. The instructions state "this device is supplied sterile and is intended for single use only." The wilson-cook memory ii double lumen extraction baskets are not compatible with the soehendra lithotriptor or any other mechanical lithotriptor." "If difficulty is encountered when removing the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary."